Event description:
The customer reported the reservoir was occluded. No additional info was provided.

Manufacturer narrative:
Inspected one opened reservoir and performed manual prime and high-pressure test. Found debris on the reservoir second o-ring and reservoir will leak.